Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adapter were broken and would no longer work to charge the pump. Additionally, the usb cable was frayed. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 168 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.